Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was either 40 mg/dl or 414 mg/dl, 397 mg/dl. The customer declined troubleshooting for high blood glucose event. The customer did not experience any symptoms related to high blood glucose event. The insulin pump will not be returned for analysis.